Event description:
It was reported that during a ureteral stenting procedure, the stent broke. While placing a ureteral stent, the stent broke during the case into two pieces. The physician pushed the device forward and then pulled it backward and noticed it was not right, while stating that "he did not apply an unusual amount of force". An unk snare was used to retrieve the pieces and both pieces were accounted for. The procedure was completed with another device. No pt complications were reported and the pt's condition was listed as "ok".